Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of hardware on (B)(6) 2016. Patient was experiencing pain.

Manufacturer narrative:
(B)(4). Two (2) expedium si 4.35x35mm top loading polyaxial screws [product code: 1797-12-435] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the polyaxial screws fractured at the neck region of the screw shanks in the transition from the polyaxial sphere to the screw threads. The remainder of the screw shanks was not returned as they remain in the patient. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination sites. No material defects or other abnormalities were observed in this analysis. A definitive root cause for the polyaxial screws breaking cannot positively be determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination sites. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.